Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -3.5/+6.0/102 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2015. The surgeon reports blurred vision. Reportedly, the lens remains implanted.

Manufacturer narrative:
Date of event corrected to: "unknown". Claim#: (B)(4).